Manufacturer narrative:
(B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) surgery of the right hip, the locking mechanism of the nail deployed early during insertion of the helical blade and the blade was temporarily lodged in the nail. All items were successfully removed. Back-up devices were available for implantation. There was a surgical delay of less than 30 minutes. The surgical outcome was successful. This report is 1 of 1 for (B)(4).